Event description:
The pt had her scs system implanted on (B)(6) 2011. The pt lost stimulation, and the lead was replaced due to a fracture at the anchor site. It was reported that the anchor was not implanted deep enough into the facia, and excess lead was able to move and buckle. It was reported the pt had stimulation after the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.